Event description:
It was reported that the cordless driver did not stop when intended during testing at user facility. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The event was duplicated by the repair technician through functional evaluation, disassembly and visual inspection. The device displayed run on and loss of power as the e-box would not communicate properly with the motor. The e box and motor were replaced. The driver passed all final inspection activities and returned to the account.